Event description:
On (B)(6), 2011 a vns treating psychiatrist reported that on (B)(6), 2011 the vns patient's generator could not be interrogated, could not be programmed, nor could diagnostics be run because of a software upgrade. Good faith attempts for additional information from the psychiatrist were made but no further information has been received to date.

Event description:
A battery life calculation was performed which showed 8.79 years remaining until eri=yes. The patient reported that she thinks her battery may be nearing end of service. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 when it was reported on an assessment dated (B)(6) 2011 that the 'device was turned off.' Good faith attempts for further information were unsuccessful.